Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy and dry. There was no alleged device malfunction contributing to the irritation. The patient's physician did not recommend any medication for the skin irritation, but advised to continue wearing the lv. Follow up indicated that the skin irritation improved.